Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6: type of investigation, investigation findings, investigation conclusions. No device was returned for evaluation; photographs of the device were provided; however, the reported event was unable to be confirmed. The review identified that the devices appear unremarkable for explanted components. The damage on the edge of the liner may have been occurred during removal of the liner. Operative notes and/or medical records were not provided for review of usage/technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from soft tissue tension, implant positioning, and/or implant selection. However, the failure could not be confirmed because the devices were not returned for evaluation, and relevant patient information were not provided. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 146-36-54 nv ehxl lat lnr g4 36mm: sn#: (B)(6), 170-36-50 - biolox delta option femoral head 36mm od: sn#: (B)(6), 170-50-03 - biolox delta adapter 16/18-12/14; +3.5mm: sn#: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial total hip replacement on the left side. Subsequently, the patient experienced dislocation and pain. As a result, approximately two years and three months post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.